Event description:
The customer's father stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 468 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was correct. The customer stated that the insulin pump was not keeping a history of all of the boluses she programmed. However, the customer's father stated that there was nothing wrong with the insulin pump; the issue was caused by the customer manipulating the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.